Manufacturer narrative:
The product has been received for analysis. This report will be updated upon completion of analysis, should pertinent information be provided.

Event description:
Additional information was reported, indicating that during the attempted atrial lead implant, the atrial lead was ultimately removed and replaced. The vessel was then attempted to be recannulated with a guidewire, which then slipped to the pericardium. The patient then had a tamponade and coded. A pericardial centesis was performed and the patient was stabilized. The cannulation was attempted again, and the physician decided to use the current atrial lead, from another manufacturer. No additional adverse patient effects were reported.

Manufacturer narrative:
The product has been received for analysis. This report will be updated upon completion of analysis, should pertinent information be provided.

Event description:
It was reported that the right atrial lead was unable to be implanted due to helix extension issues and a dislodgement after lead was placed. No adverse patient effects were reported. Dc.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection noted the helix was retracted and dried blood was present around the helix. Resistance testing found the lead was not electrically continuous. Detailed analysis confirmed that the inner conductor coil had a break at the distal end of the terminal pin. Based upon the clinical observations and the laboratory findings, we believe that torsional overstress during attempts to extend/retract the helix caused the inner conductor coil to break.

Event description:
Additional information indicated that the lead was returned and device evaluation was completed.